Manufacturer narrative:
H.6. Investigation: customer returned (33) sealed 32g x 4mm bd pen needles from lot 8261658. Consumer reported finding every 5th needle to block up when injecting. Out of the 33 returned samples, 30 were randomly selected and tested for flow using a test pen injector: all 30 tested samples passed, and no manufacturing defects were observed, therefore, the alleged defect could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 90 CT mail order only experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320883 batch no. 8261658. Verbatim: item # 320883 lot # 8261658. Finding every 5th needle to block up when injecting. Most from this box and has 5 pen needles left. Received 2 other boxes that she has not opened with this size.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 90 CT mail order only experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320883, batch no. 8261658. Verbatim: item # 320883 lot # 8261658 finding every 5th needle to block up when injecting. Most from this box and has 5 pen needles left. Received 2 other boxes that she has not opened with this size.